Event description:
It was reported that the colonovideoscope the screen becomes noised and was unable to perform diagnosis. The issue occurred during a unspecified diagnosis procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.